Manufacturer narrative:
On 27-feb-2025, additional information was received indicating the patient remained under observation for an additional 24 hours before returning home and then returning to the emergency room for severe migraines/vertigo. Magnetic resonance imaging (MRI) revealed cerebral ischemia. Based on this information, additional health effect - clinical codes have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 16-apr-2025, additional information was received indicating there was only pfa delivery (no rf). All of the ablations have been performed within the pulmonary veins. No ablation has been performed outside of the pulmonary veins. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse catheter and the patient experienced ischemic cerebral emboli. The patient had experienced a pulsed field ablation (pfa) ablation with varipulse catheter. 23 complete ablations (+4 incomplete ablations) were done and everything was working well. The irrigation was also checked. The activated clotting time (act) was 270s before heparin injection and was not checked after because the procedure has been very fast (35 min skin to skin time). The patient experienced convulsions 16 hours after the procedure. The magnetic resonance imaging (MRI) exam showed a recent ischemic cerebral emboli. The patient has no aftereffects and was sent back to home. The physician thinks the issue was caused by the catheter as we use a new energy that we don¿t understand very well yet. There were no mentions of intracardiac excessive microbubbles observed via ultrasound or excessive impedance errors noted during the case. No char/thrombus or clot was noted during the procedure. Patient fully recovered, however, required extended hospitalization by one day. The patient did not experience more convulsions. It was reported that the patient had a transient ischemic attack (tia).